Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-24177, 1627487-2013-24179. It was reported, the patient is experiencing an uncomfortable electrical sensation from his feet to the middle of his body when the scs stimulation is off. The patient stated, the sensation has affected his appetite and caused constipation. The patient reported his physician prescribed him medication to address the issue, however, the symptoms have continued. Follow-up identified the patient is scheduled to meet with his physician to discuss removal of his scs system. Surgical intervention may be undertaken at a later date.